Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient encountered three infusion set cannula were kinked within 3 hours of insertion. Customer's blood glucose at time issue noticed was 80 to 210 mg/dl. The insertion site was at abdomen. The patient regularly rotated the site location. The issue got resolved by replacing the infusion set and resumed insulin deliveries successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
Initial and final MDR 1939276 - MDR 3003442380-2024-20878 - device 2 of 3.